Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. Data analysis confirmed the reported failure mode. The device analysis was able to reproduce the reported failure. Root cause: the root cause for the controller error (defective optical sensor lamp) was most likely due to the defective optical bench or the lamp assembly e2 should have been selected as no on manufacturer device report 1220648-2024-23937.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported by the biomedical engineer that the automated impella controller (aic) had a controller error. There was no patient involvement.